Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in four pieces. Visual examination found two external insulation abrasions breaching the optim sheath with intact silicone insulation beneath both at the proximal region of the lead. The cause of the external insulation abrasions is consistent with friction to the device can. Electrical testing did not find any anomalies.

Event description:
This report is to advise of an event observed during analysis.